Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient's right atrial leadless pacemaker exhibited inappropriate mode switch. A clinician suspected the root cause was the patient's premature atrial contractions. No intervention or patient symptoms were reported. Patient condition was unknown.